Event description:
Received additional event details from the reporting physician. The patient was involved in a car accident as a pedestrian which required them to have the initial phacoemulsification only surgery. The capsule damage was noticed during lens implant rotation, however they are not sure when the tear occurred. This was the first surgery the patient had post car accident. This file is no longer considered reportable as it is in medical safety's opinion that tear likely occurred during the car accident as it caused damage to require a phacoemulsification surgery.

Manufacturer narrative:
Based on the additional information received, this event no longer meets reportability requirements. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the new information, the event is not related to the device.

Manufacturer narrative:
The device was returned and evaluated. The lens was in a dried condition in the compression zone of the delivery device cartridge. Visual inspection found both haptics bent. Functional testing could not be performed due to the lens being stuck in the device. The device history record review did not find any non-conformities or anomalies related to this event. The investigation is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the during lens implantation the capsule bag tore. A vitrectomy was performed and a backup lens of different model and diopter was implanted. A vitrectomy was performed, the incision was not enlarged and the plan of surgery was not changed. The patient¿s current prognosis is normal, as expected with any cataract surgery textbook case. Additional information has been requested, but not received.